Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. **update** 10/11/2012 - clinical reports received. Clinical report states the patient had a revision due to metallosis and high cobalt and chromium levels. Dor: (B)(6) 2012. **update** 2/8/2013 - patient's medical records were received. Records indicate upon revision corrosion was found. Stem was added to the complaint. The complaint was reopened. Medical records and x-rays were obtained and reviewed. A search of the complaint database found no prior reports for the newly added product and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced pain, weakness, difficulty with simple daily living activities, inability to return to work, and increased metallic ions in his bloodstream. (Left hip) **patient is a resident of (B)(6). **update** (B)(6) 2012 - clinical reports received. Clinical report states the patient had a revision due to metallosis and high cobalt and chromium levels. Dor: (B)(6) 2012 **update** (B)(6) 2013 - patient's medical records were received. Records indicate upon revision corrosion was found. Stem was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.